Manufacturer narrative:
Product analysis: the protégé eveflex device was returned to medtronic investigation lab for evaluation. The device was returned coiled in a biohazard bag in a ziplock bag. The device was returned with kinks approximately 15cm and 34cm from the strain relief. The device was returned with the deployment paddles pushed together. The device was returned with the distal section of the inner lumen missing. It appears to have detached proximal to the stent retainer. No functional testing could be carried out due to the condition of the returned device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a protégé everflex self-expanding stent with a 6fr non-medtronic 6fr destination sheath and 0.014 non-medtronic guidewire during treatment of a 300mm cto (chronic total occlusion-100%) in the patient¿s mid right superficial femoral artery (sfa) of diameter 6mm. Slight vessel calcification is reported. There was no damage noted to the packaging. No issues were noted when removing the device from the hoop/tray. IFU was followed and the device was prepped without issue. Pre-dilation was performed using a 5mm chocolate balloon. The device was not passed through a previously deployed stent. No resistance was encountered during advancement. It is reported the stent was deployed in the sfa without issue. When removing the catheter from the patient post deployment, it is reported a piece of the delivery system detached during removal attempt and remained in the patient. The delivery system did not catch on the stent during withdrawal . A gooseneck snare was used to retrieve the detached portion. No further injury reported.